Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 15 events were reported for this quarter. 14 devices were received for evaluation; 10 events were duplicated during testing. The reported event was not duplicated during testing for 3 devices; however, the devices were outside specifications. 7 devices were found to be affected by compromised lubrication. 4 devices were found to be affected by corrosion. 1 device was found to be affected by a damaged component. 1 device was found to be affected by compromised lubrication and shattered bearings. The reported event was not confirmed for 1 device; the device was found to be within specifications for the reported event. 1 device was not available to stryker for evaluation. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 15 malfunction events, in which the device overheated. 12 events had no patient involvement; no patient impact. 3 events had patient involvement; no patient impact.